Event description:
It was reported that a patient with this neurostimulator had a full system revision done. It was confirmed by x-ray that the patient's lead had moved. A full device revision was done for patient. The patient is reporting decent symptom relief post-revision procedure. There were no patient complications.

Manufacturer narrative:
Block d2b:product code - additional product code qon.block c2/d10:model# 1201.sn# (B)(6).model: tined lead.UDI# ((B)(4). Block g4:premarket / 510(k) # - additional premarket/510(k) p190006.block h11:as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Supplemental record being submitted to update coding, as well as product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "migration" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use

Event description:
It was reported that a patient with this neurostimulator had a full system revision done. It was confirmed by x-ray that the patient's lead had moved. A full device revision was done for patient. The patient is reporting decent symptom relief post-revision procedure. There were no patient complications.

Event description:
It was reported that a patient with this neurostimulator had a full system revision done. It was confirmed by x-ray that the patient's lead had moved. A full device revision was done for patient. The patient is reporting decent symptom relief post-revision procedure. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).